Event description:
Case mgr states that the individual involved was a rn. The incident occurred in 2001. The symptom was a red rash on hands after wearing the gloves, there were no open wounds/areas. Case mgr states that it was a contact dermatitis. This individual was given prescriptive cortisone cream, instructed to wear a different type of glove, and is now doing fine.